Event description:
Facility alleges that a viking xl mobile lift tipped over. No injury was reported. Facility cannot confirm which lift "tipped", and have no record of the alleged incident ever occurring. Staff verbally confirmed it was a liko lift, that it was positioned incorrectly and acknowledged "user error" as the probable cause of the incident.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.